Event description:
Pt reported receiving a blood glucose result of > 500 mg/dl, while using the suspect device. Pt indicated that, based on this value, they sought treatment at the hosp. Pt stated that, upon their arrival at the hosp, their blood glucose measured 186 mg/dl (using hosp's blood glucose monitor). Pt reported that they were treated with insulin, for elevated blood glucose. Pt's current condition: has discontinued use of the device. Pt stated that, although they no longer have the strips that were in use at the time of the event, their physician discovered that they were expired. Quality controls were not run on the system. Technical support requested the return of the suspect device and replacement product was shipped.